Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that while on a service repair it was observed by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had broken monitor hinges. There was no patient involvement.

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6). Additional point of contact name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). Department: biomed. Occupation: biomedical engineer. It was reported that while on a service repair it was observed by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had broken monitor hinges. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the bracket, frame, lcd upper, display, upper hinge cover, hinge, display, right, and the hinge,display,left which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.